Event description:
The report indicated a burn of 2 square centimeters discovered 2 days after a radio frequency session. The burn was localized under the left shoulder blade, in the middle of the patient return electrode. Pt was treated by algoplaque. No clinical burn degree but presence of tissue necrosis and the skin fell apart in the burn location, the nurse considered the burn as a serious injury. The event was detected only 2 days after the procedure because it's a deep burn and it became visible later. The electrode wasn't moved after its initial application and was used with a boston scientific ablation generator.